Event description:
It was reported that pump experienced a malfunction with a momentary power loss to vibrator motor, displaying a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted with resetting pump, confirmed that malfunction did not recur, advised customer to continue using pump.